Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: received images found filter placed with hook projecting into left circumaortic renal vein ostium and two secondary legs flipped superiorly and projecting into but not through ivc wall. Secondary filter legs are from different sides of filter suggesting some retraction and rotation of filter after it was revealed. Given the hook position in circumaortic left renal vein a good reason existed to attempt to retract filter. Secondary legs had not perforated ivc. Filter is removable. Tilt will make hook snaring difficult however a loop snare or fall back technique would easily capture the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the physisian placed a celect filter on friday the (B)(6). On the final run it appeared that two of the filter legs were outside the ivc. He was unable to reposition the filter so the filter was left in situ. The patient was ok after the filter placement and was having the filter placed prior to having major abdominal surgery. Additional information: the filter was positioned as per IFU. The filter was deployed. A final image was taken and it was noticed that two of the secondary legs were out side of the ivc patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence